Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the console did not beep when the footswitch was depressed; the unit delivered the proper output energy with no audible indicator. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. Furthermore, the unit has no history of prior service. (B)(4)